Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient called in because they were seeing the warning message on the programmer to change the programmer batteries and didn't know what the screen meant. Patient asked if this screen would cause the patient to feel a jolt. Patient said on saturday at about 10 pm he felt a jolt that "hurt like the dickens". There were no further patient complications are anticipated or expected as a result of this event.